Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reports that the device intermittently fails the pacer portion of the shift/system check.